Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was over 400 mg/dl. Customer was vomiting; blood glucose would not come down. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.